Manufacturer narrative:
No unexpected button error alarm or number ramping noted. Insulin pump had an intermittent button response on up arrow due to corroded keypad trace. Insulin pump had cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corner.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 144 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.